Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the number "4" was grayed out, and the customer was unable to adjust the pump basal rate to 4.67 units an hour. There was no patient involvement as the pump was not used for insulin therapy. Pump was being use for demonstration purposes and not for insulin therapy.